Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, a total of 100 retained samples from each lot number provided were visually examined, and no additive contamination was identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4176019 for the indicated failure mode: additive contamination. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2 it was reported during a study while using water in bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of tubes contain trifluoroacetic acid (tfa). There was no health impact or consequences reported.

Event description:
Report 1 of 2 it was reported during a study while using water in bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of tubes contain trifluoroacetic acid (tfa). There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.